Event description:
It was reported while using bd veritor¿; system for rapid detection of group a strep a potential false negative result was obtained. Customer visually looked at cartridge and it appeared positive. Cartridge was reinserted into analyzer and the result was positive. Additional confirmatory testing was not reported. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges discrepant results or false positive when using kit grp a strep 30 test veritor (material # 256040), batch number 9134970. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. No trend against false positive results was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
Medical device lot #: 9134970 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd veritor¿; system for rapid detection of group a strep a potential false negative result was obtained. Customer visually looked at cartridge and it appeared positive. Cartridge was reinserted into analyzer and the result was positive. Additional confirmatory testing was not reported. There was no report of patient impact.